Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2006: it was reported that the patient was admitted to the facility where the patient underwent spine fusion surgery using rhbmp2 on the lumbar region of spine from vertebrae l4-l5. The rhbmp-2 collagen sponge was placed outside the cage. Post-op, patient reportedly had progressively worsening lower back pain, with bilateral leg pain and muscle spasms. Severe pain may lead to a revision surgery. Patient continues to experience lower back and leg pain, swelling in his back and legs, and numbness and tingling in his buttocks and legs. Patient also reportedly suffers from bladder dysfunction, depression, limited mobility and is unable to sit extended periods or walk extended distances, and requires a cane for assistance in ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006: the patient was pre-operatively diagnosed with unstable spondylolisthesis with severe spinal stenosis at l4/5 and underwent the following procedures: l4/5 posterior lateral spinal fusion with posterior instrumentation. Right iliac crest graft supplement with a rhbmp-2/acs and allograft. Satisfactory emg stimulation.